Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated they changed the batteries and set on the device, yet the issue continues. Customer's blood glucose level was 40 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response on the up arrow button due to corroded keypad traces noted. The insulin pump was received with cracked lcd window, cracked case on the display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.